Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there is no adverse event associated with this complaint. The pump was returned to animas for evaluation. During evaluation the force sensor assembly was found to be damaged.

Event description:
The pump was returned for loss of prime warning. Evaluation revealed that the force sensor plate was dimpled. This report is being made based on the evaluation results.